Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type :catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The patient reported their pump was removed 4 years ago as the pump malfunctioned within a month of them putting the pump in. The patient also stated there was a cut in the catheter and all the medication drained out within 24 hours into their system. The patient ended up in the ICU (intensive care unit) 2 days and out of the hospital in 5 days. The patient stated then 2 years later the pump was taken out.